Event description:
It was reported that a power on reset occurred. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) performance data collected from the device was analyzed, the device registered a power on reset (por) for writing to locked ram on (B)(6) 2010, triggering a patient alert for por.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that a power-on-reset occurred. The device remains in use. No further patient complications have been reported as a result of this event.